Manufacturer narrative:
The reported event of helix mechanism issues and failure to pass through stylet into the lead was confirmed. As received, a complete lead without a stylet was returned in one piece with the helix retracted and clogged with dried blood/tissue. X-ray inspection found the inner coil was overtorqued at the connector region. After cleaning, cutting the lead, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to insert stylet was unable to be evaluated due to damage to the inner coil. The cause of the reported event was due to overtorqued inner coil, consistent with procedural damage and clogged helix.

Event description:
It was reported that during an attempt implant, the helix would not deploy both ways clockwise and anticlockwise. The stylet could not pass through the lead, as well. The lead was replaced. There were no adverse health consequences, the patient was stable.